Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the customer reported 'improper shutdown' which were verified through a review of the event history log by the presence of 'improper shutdown!' Messages but cannot be confirmed in the log if the log events were user induced or result of device failure. The cause was determined to be a depressed contact pins on rear case. The rear case was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had an improper shutdown during programming/setup at the medicine I department. There was no patient involvement. No additional information is available.